Event description:
Philips received a complaint by the customer on the v60 indicating that the unit was presented with an error code indicating a high blower temp. The device was in use, at the time of the reported event. The customer evaluated the device with the assistance of the remote service engineer (rse) and could not duplicate the customer's complaint, but could verify the code 1122 in the devices log. The rse recommended replacing the blower. The customer ran the unit for a while and could not duplicate the complaint. The customer is taking responsibility to correct/repair the device. The customer has been notified to contact philips if this does not address their device issue at which point a new service order will be created. No further information will be obtained as this concluded philips remote support to the customer for this event.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-16865.